Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a electronic picture archiving and communication systems (pacs) issue. There was no connection to the network. The self-test failed and the mac address was unavailable. They tried to retrieve the log files but the computer crashed. The next step was to replace the computer. No patient was present at the time of the event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the networking router was replaced. The navigation system then passed the system checkout and was found to be fully functional. The router was returned to the manufacturer for evaluation. Analysis found that the unit leds would not illuminate and login could not be performed with the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: other relevant device(s) are: pn: 9735992r. If information is provided in the future, a supplemental report will be issued.